Event description:
A 3.5mm proximal humerus plate broke post operatively. Patient was involved in an automobile accident and subsequently the plate was noted as broken, and patient was diagnosed with non-union. Patient was revised to another of the same plate.

Manufacturer narrative:
Additional information has been requested. No investigation could be performed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested.